Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and recurrence of symptoms. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #s: 2183959-2015-59395, 2183959-2015-59401.